Event description:
Upon completion of procedure, drapes and coverings were removed and discovered a small area in the center of the forehead of non-intact skin. This area was directly underneath where the stealth patient tracking device was placed.